Manufacturer narrative:
D10 concomitant product: 8un85r 8.5mm adt flex trach cufflessx1 (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the size in the box of the first device was incorrect. The patient used a caliper to check the size and found that the sizes listed on the box were incorrect. The patient mentioned that it was much smaller than the previous version, and the inner and outer diameters were not the same. The patient airway was restricted and noisy. The patient went up to a 9-mm tube, which was closer to the size of the first device, but still felt more narrowed, which caused added noise and volume restriction, and preferred to have the old style back.